Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that a synchron amylase reagent pack and array/image calibrator 1 boxes were damaged. No injury was reported.

Manufacturer narrative:
Array/immage calibrator 1 product information: catalog numer: 449560, lot number: m904529, manufacturing date: 10/01/2009, expiration date: 12/31/2010, 510(k): k791341. Calibrator. Classification: class ii. Jix, calibrator, multianalyte mixture, panel: clinical chemistry. No other information is available for this event.